Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the trigger was not released after the device was fired outside the patient for functionality. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2020. D4: batch # unk. Investigation summary: the analysis results found that an er320 device was received with the trigger closed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 17 clips were found remaining inside the clip track. The damaged on the device could be due to the internal ribs being gauged by the feeder link, causing the trigger to experience additional force that could interfere with the firing of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.